Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with blank display. It was reported that the customer continued to have problems with replacement battery cap. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump functioned after plugging the battery tube connector. The pump had minor scratches on the display window, a cracked reservoir tube lip and missing end cap sticker.